Event description:
It was reported that when the patient¿s stimulation was turned on the patient jumped and it shocked them and it was stated the patient wasn¿t expecting that. It was noted the patient always complained about it hurting them and the patient stated it was only painful the one time but they ¿couldn¿t get it to do anything.¿

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # va0bna3, implanted: (B)(6) 2013, product type lead. (B)(4).